Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had six and a half years and currently down to four and a half years battery remaining. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had six and a half years and currently down to four and a half years battery remaining. As of this time, this device remains in service. No adverse patient effects were reported.